Event description:
It was reported that the device exhibited an error. There was no patient injury reported.

Manufacturer narrative:
Device evaluation: a DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. No product was returned however the pumps operators manual indicates (see user manual section references) that the pump will alarm with various error codes which indicates a potential problem with the pump. The user manual also states (section watching power up) if an error code appears, the pump should be removed from use and returned for service. The pump would need to be returned and investigated to determine if it was operating properly. At this point there is no evidence that the pump failed to meet specifications. If the product is returned, smiths medical will reopen this complaint for further investigation.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: [3012307300-2022-20841]. The report was submitted in error., corrected data: corrected information provided in h10.